Event description:
Pt reported that the tubing of pt's lap-band adjustable gastric banding system had to be repaired twice due to leakage at or near the tubing connector. Surgery to repair first tubing leak was in 2002 and is reported in MDR #2028368-2002-00196. Second surgery to repair tubing leak was in the following month and is reported here in MDR #2028368-2002-00197.